Event description:
The surgeon inserted the aq2010v silicone three piece lens and after insertion the surgeon was concerned that the patient's capsule would not be able to support the lens. The lens was removed immediately and replaced with a plate lens without any damaged to the capsule or patient injury. The reporter stated the incident was due to a patient condition and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).evaluation results:visual inspection of the returned lens showed the optic was split and evidence of a clear surgical residue. (B)(4).